Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. Gi bleeding is also a known potential complications that may be associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including therapeutic anticoagulation guidelines. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's unique anatomy, and related comorbidities. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a perfusionist that the patient was hospitalized on (B)(6) 2015. Early morning of the same day, subject was found down at home by his wife. He was diaphoretic, with left side facial droop and not able to talk or walk. Emergency medical services was called and upon arrival to the emergency department, CT scan (followed by angiography) showed a right middle cerebral artery branch occlusive stroke. His inr in the emergency room was 2.37 and subject was on an alternating dose of 2.5-3 mg of coumadin every other day as well as aspirin 325 mg daily. Subject's blood pressure at arrival to ER was 93/72. He had some dark stools and his h/h was 7.9/24.2. He got a unit of prbcs on the 17 sept and it dropped again to 7.7 on (B)(6) and he received 2 more units of prbcs. Because of his negative scopes during his (B)(6) admission ((B)(4)), gi was not consulted this time. Because subject out of window for treatment, tpa was not administered and no other intervention was done. Follow up CT scan on (B)(6) showed a new petechial gyriform hemorrhage. Repeat follow up showed no change in hemorrhage area and stable ischemic infarct. Subject remained with speaking difficulties (speech therapy labeled it as apraxia rather than aphasia), dysphasia and left sided hemiparesis. Because of the risk for hemorrhage, subject inr goal was lowered to 1.5-2. As he was supra therapeutic at admission, his coumadin was held on 916-17 and resumed (B)(6) 2015. Aspirin was not held. He was discharged to rehab on (B)(6) 2015.